Event description:
The customer reported having low blood glucose and paramedics were called. The blood glucose reading at the time of the call was 391 mg/dl. Customer treated his blood glucose with glucagon and juice. It was stated that the paramedic's meter read differently from the customer's meter. Troubleshooting was performed and the settings appears correct. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.